Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home paitent woke up to their transfer set being disconnected from the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. Per the home patient, prophylactic antibiotics were administered as a result of this incident.